Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log file was sent for review. A review of the log files revealed 5 low-speed advisories on (B)(6) 2022 from between 19:57-19:58; speed drops were as low as 8260rpm. During this time they experienced a power spike up to 15.9 v. It appeared that the low speeds may have been the result of something other than blood passing through the pump and affecting the rotor¿s ability to spin. In addition, the log file captured low flow events on (B)(6) 2022. There did not appear to be any type of mcs equipment issues causing these events.

Manufacturer narrative:
Manufacturer's investigation conclusion evaluation of the submitted log file confirmed low speed events. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline; however, a specific cause for these events could not be determined through this evaluation. Additionally, the submitted log file captured low flow events. The submitted log file captured 5 low-speed operations on (B)(6) 2022 while the patient was supported by the power module. The pump speed fell to as low as 8260 rpm, and power elevations as high as 16 watts were captured during the low-speed operations. Four low flow hazard events were also captured on (B)(6) 2022 when the calculated flow fell below the 2.5 lpm threshold. No other atypical events were captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. C, is currently available. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including driveline fault, low speed advisory, low flow hazard, and pump off alarms) and how to respond to such events. Section 1 "introduction" provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions such as hypertension. Section 4 also provides information on reviewing the event history on the system monitor. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The hmii lvas patient handbook, rev. C, is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.